Manufacturer narrative:
(B)(4). Field service evaluated the unit, and was unable to find the circuit occlusion failure. The unit was alarming "invalid gas ID." He replaced the diss fitting, then ran extended system testing. After the repair, the unit was meeting all factor specifications.

Event description:
Carefusion technical support documented the following to capture an event that occurred at a user facility: "circuit occlusion alarm: the vent was in a storage closet. The tech pulled the vent out to do a pm and after installing the parts he ran the unit and could not get the circuit occlusion alarm to clear. The ext high p peak alarm was not present." Field service was requested to come and calibrate/repair the unit.